Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt of the forearm. A 6.0mm x 40mm x 40cm (4f) fg sterling¿ balloon catheter was used to dilate the lesion. However, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There was tip damage. Microscopic inspection revealed a pinhole in the balloon material over the proximal markerband. The most probable root cause for this complaint was considered ¿operational context.¿ this root cause is assigned when the device meets specification but performance is limited by interaction with patient anatomy or other procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt of the forearm. A 6.0mm x 40mm x 40cm (4f) fg sterling¿ balloon catheter was used to dilate the lesion. However, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and patient's status was good.